Event description:
It was reported that during the implant procedure, no atrial thresholds or pacing were observed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4)no anomalies found; grommet damage was noted.